Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the axes controller platform (acp). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, this error 32056 was found indicating a failure to initialize inter-integrated circuit (i2c) device, and confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed, programmed, and tested on the printed circuit assembly (pca) is4000 system, run 10x power cycles with no issue on startup and no errors or failures were triggered. This acp cfg remains on the system for 1 hour idling in normal mode with no issue. In addition to the test, this unit went through in process correction verification and passed all the tests.

Event description:
It was reported that during a training/demo of the da vinci system driver was getting a recoverable fault 32056 on the system. Prior to calling, driver tried multiple hard power cycles on the patient side cart (psc) with no resolve. Driver was no longer with the system and was not able to provide any event logs and system was not connected to onsite as it was at a mobile event. Later, isi representative called back and stated they were getting an error message 32056 boom disabled, they tried rebooting but error persisted. Then, isi representative called back again for more troubleshooting, they performed a hard power cycle, but the issue remained. There was no report of patient involvement.